Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. A remote transmission indicated episodes in the ventricular tachycardia (vt)/ ventricular fibrillation (vf) zone. The implantable cardioverter defibrillator (ICD) treated one episode was treated with a shock that may have been atrial tachycardia/fibrillation with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.